Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a loss of therapeutic effect. It was stated that following two falls - one on (B)(6) 2011 and the other "in the snow". The pt experienced increased weakness and increased pain in his lower legs and left hip. It was stated the pt was having trouble "tying shoes, rolling over, and twisting off jar tops." The pt stated they intended to see a manufacturer rep and a physical therapist. Additional info has been requested, a follow-up report will be sent if additional info becomes available.